Manufacturer narrative:
Analysis received the unit with unresponsive buttons and button error alarm due to a corroded keypad traces. There were no ramping numbers or scrolling without input noted on the display. Analysis was unable to verify bolus anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and a bolus anomaly. The customer's blood glucose level at the time of the event was 131 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for failure analysis.